Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert. The customer's blood glucose was 250 mg/dl at the time of incident. Troubleshooting was performed. The customer also reported a software error alarm occurred on the insulin pump. The insulin pump will not be returned for analysis.